Manufacturer narrative:
An event regarding instability involving a tritanium shell was reported. Conclusions: medical review confirms instability, however, only the liner and head were revised. The shell and screws previously implanted remained in the patient. Medical review notes: "an office visit of november 12, 2015 notes, "doing good in brace". When seen on (B)(6) 2015 it was noted, "in abduction brace going to p.t, getting stronger". On (B)(6) 2016 she was seen and it was noted, "going to p.t. After last surgery no more dislocations, on a cane". There is no documented follow-up subsequent to this visit available." There is no indication that the cup was loose and could have lead to instability,

Event description:
Update per medical review: "on (B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha"."

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Update per medical review: "on (B)(6) 2015 she underwent a right acetabular liner change and achilles allograft to the posterior capsule for "unstable right tha"."